Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with neurostimulators for cervical radiculopathy, lumbar radiculopathy and non-malignant pain. It was reported that the 7425 implantable neurostimulator (ins) turns on when the patient turns on the 97715 implantable neurostimulator (ins). The rep noted that the inss were about seven inches apart in the right flank and the 7425 ins had high impedance on contact two that wasn¿t used in programming. It was then reviewed that the 7425 ins has a reed switch and impedance shouldn¿t have any effect on the 97715 ins turning on the 7425 ins. Patient services suggested that the rep should disable the reed switch but the rep believed that the patient used a magnet to control the 7425 ins as opposed to a patient programmer (pp). Additional information was received via a manufacturer representative from a health care provider regarding the patient on (B)(6) 2018. It was reported that the 7425 ins was monitored when the 97715 ins was turned on and charged and it did not come on. The actions/interventions taken to resolve the inss interference and the 7425 high impedance was reprogramming and charging education. The cause of the inss interference was not determined. The cause of the 7425 high impedance was also not determined. The patient will continue to use the new program, and the patient¿s weight was not available at the time of the report. There were no further complications reported or anticipated.